Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of a bd micro fine plus pen injector needle was loose.

Event description:
It was reported that the outer cover of a bd micro fine plus¿ pen injector needle was loose.

Manufacturer narrative:
H.6. Investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from lot. No. 8109720, cat. No. 320129. Visual examination and functional thread to vial test were carried out on the returned photos and sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.